Event description:
The customer contacted a baxter technical service representative (tsr) regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell three of four. During troubleshooting, it was discovered that the patient didn't know if the lines were properly primed. The tsr assisted the hp in ending therapy. The tsr advised the hp to contact their registered nurse to notify them that the therapy was not completed. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.